Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was noted there was a perforation in the bending section cover and an air leak occured. It is therefore likely that proper visualization could not be secured because there was a red crack (stain) in the endoscope image due to detached glass fiber from the image guide bundle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered loss of electrical insulation in the plastic distal end cover, rubber boot perforation and blurred image. It was determined moisture entered the interior of the endoscope due to the perforation of the rubber cover, causing the image to "fog up." The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a diagnostic ureterocystoscopy procedure, the oes cystonephrofiberscope displayed a very dull image. Two different cystoscopes were used for proper visualization. Upon inspection and testing of the returned unit, the bad image of the equipment had caused the customer to use another endoscope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.